Event description:
It was reported that the lead was not used due to previous manipulation during the implant, the electrode had blood in the 4196 electrode. The device was not implanted. This device was not used. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood/body fluid was observed on the distal conductor.